Event description:
It was reported that the device gave a communication alarm during a levophed infusion. The event occurred at 6:30am after "up-titrating" by the clinician and the pump shut down. The pump module was switched out and the original settings infusion settings were restored. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the device gave a communication alarm during a levophed infusion. When the clinician attempted to change the settings, the pump shut down. The pump module was switched out and the original settings restored. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.